Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced issue with infusion set adhesive on (B)(6) 2026. Patient reported that infusion set fell off during use. The infusion set was in use for one day. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information is available.